Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system, serial number (B)(6) confirmed damage to the apical cuff lock that would have contributed to the reported event. (B)(6) was returned assembled with the pump cable intact. The tunneling adapter was connected to the pump cable. The modular cable not returned. The outflow graft and outflow graft bend relief were not returned. The cuff lock was returned in the fully locked position. The mini apical cuff was not returned, consistent with the report that the cuff remained in use with the patient's new pump. Upon disassembly, inspection of the cuff lock confirmed both locking arms were bent outwards out of specification. Further inspection revealed scratch marks on top of the motor cap which aligned with the cuff lock geometry. Scratch marks were also observed on the outside of the locking arm posts. Additionally, a small impression was present on the corner of the latch arm, between the locking pin and the handle. Engagement testing revealed that the cuff lock was able to be fully moved into the locked position without the presence of a test apical cuff, consistent with the observed locking arm damage. The observed damage to the locking arms would have contributed to the reported event of the cuff lock being moved into the locked position without engaging with the apical cuff. Although the exact time and cause was unable to be conclusively determined through this evaluation, the observed locking arm damage, cuff lock scratch marks, and motor cap scratch marks appeared consistent with a high load being applied to the cuff lock while the apical cuff was not inserted within the cuff lock. Examination of the blood-contacting surfaces no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. Review of the lvad assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU is currently available. Chapter 5 of the IFU, "surgical procedures", states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The heartmate 3 mini apical cuff kit IFU, in the ¿surgical procedures¿ section, explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. This IFU cautions: when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. The suture knots should not interfere with the connection. If a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. The mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may lead to challenges with engaging the slide lock mechanism. The mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when the mini apical ring was used, the locking mechanism was locking without actually attaching to the ring. Once the pump was placed in the apex and locked, the pump did not feel secure per the surgeon. A new pump was primed and inserted. The same mini apical ring was used. There were no pictures or videos available.